Manufacturer narrative:
Complaint confirmed, the anvil broke off. The device and anvil are dented, laser markings faded. The cause of the event is undetermined, however given the dents observed on the anvil, a likely cause is user-applied mechanical forces.

Event description:
On 11/1/2021, it was reported by a sales representative via email that an ar-9233 glenoid pegged broach is broken. This was discovered during an unspecified time. Additional information received 11/1/2021: this was discovered during stemless total shoulder arthroplasty on (B)(6) 2021. While preparing the glenoid, the surgeon used a mallet to hit the back of the impactor which broke into pieces on the floor. The procedure was completed successfully and no patient was affected.